Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The customer passed out (loss of consciousness), hit the counter (cosmetic damage at the back of the pump) and the pump landed in the dog water dish (exposure to moisture) found on (B)(6)2023. Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to flashing medtronic logo. Unable to download history files and traces using thump or carelink upload due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly, force sensor, motor home switch and keypad flex cable. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with cracked battery tube threads, and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. Unable to perform the history review 1 week prior to the event date (B)(6)2023 due to download anomaly/ flashing medtronic logo. Unable to perform the functional test due to flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to corroded electronic assembly. Exposure to moisture confirmed. Pump failed to download history files/traces and carelink upload due to corroded electronic assembly. Unable to upload/download confirmed. Cosmetic damage was confirmed at the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that fluid inside that pump and customer passed out and hit the counter and pump landed in the dog dish water and also found crack in the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and insulin pump was returned for analysis.